Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively,during the preparation of a laparoscopic donor nephrectomy, the jaw could not be opened after the stapler was taken out of the packaging. Therefore, it was not used during the surgery. Another stapler was taken to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, during the preparation of a laparoscopic donor nephrectomy, the jaw could not be opened after the stapler was taken out of the packaging. Therefore, it was not used during the surgery. There was no patient injury.